Event description:
It was reported that pulmonary artery perforation, hemoptysis and hemorrhage occurred. The target lesion was located in the left lower lobe of the left lung. A v-18 control wire was advanced to cross the lesion. Unknowingly, a 14 fr. Sheath was used instead of a 12 fr. Sheath. During the procedure, an onset of hemoptysis and a pulmonary artery perforation was observed. The bleeding was noted through the diaphragm and the sheath was replaced. However, the bleeding persisted. The physician was unsure what was the cause of the bleeding. A sensor was deployed, and the computed tomography scan revealed a perforation in the left lower lobe of the left lung, which requires no intervention and self-resolved. The physician alleges the hemoptysis was caused by the v-18 control wire. The procedure was completed and the same device. No further patient complications were reported, and the patient was discharged the day after the procedure.